Manufacturer narrative:
A follow-up is necessary as the initial report sent had incorrect information on the device serviced by 3rdp? And component code.

Event description:
A remstar device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed no foam particles in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician noted error codes (e65: err_stuck_encoder_a) and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.